Event description:
It was reported that pump issued altitude alarm and customer had experienced similar problem previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, instructed customer to place old pump into storage mode, return it within 10 days using provided shipping materials, and then program pump settings and reconnect continuous glucose monitor on replacement pump.